Event description:
It was reported that the patient presented for a generator change procedure. Prior-to the procedure, upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The noise was reproducible with isometrics. Programming changes were made. The patient was in stable condition and will be further monitored.